Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure medical devices are embedded within tube'), pelvic pain ('pelvic pain') and salpingitis ('salphingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, uterine leiomyoma and excessive menstruation. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), menorrhagia ("excessive menstruation") and polymenorrhoea ("frequent menstruation") and was found to have uterine leiomyoma ("leiomyoma of uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the embedded device, pelvic pain, salpingitis, perineal pain, uterine leiomyoma, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered embedded device, menorrhagia, pelvic pain, perineal pain, polymenorrhoea, salpingitis and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of removal-(B)(6)2019 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure medical devices are embedded within tube'), pelvic pain ('pelvic pain') and salpingitis ('salphingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, uterine leiomyoma and excessive menstruation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), menorrhagia ("excessive menstruation") and polymenorrhoea ("frequent menstruation") and was found to have uterine leiomyoma ("leiomyoma of uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, salpingitis, perineal pain, uterine leiomyoma, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered embedded device, menorrhagia, pelvic pain, perineal pain, polymenorrhoea, salpingitis and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr receive: previously reported adverse event nos event replaced with pelvic pain, device embedded, excessive and frequent menses and uterine leiomyoma ,medical history added, patient¿s dob and reporter information added, discrepancy noted rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.